Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic with complaints of random vibration sensations around the pocket. Upon interrogation stored episodes of oversensing noise on both channels resulting in pacing inhibition. On the rv channel there was asystole greater than two seconds. Boston scientific technical services (ts) was consulted and discussed programming the device from unipolar to bipolar in order to resolve the vibration sensations. It was also noted that the patient had neck surgery at the time of the stored episodes. Upon review, ts confirmed that the noise was likely due to electromagnetic interference (emi) from the recent procedure. No adverse patient effects were reported.